Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the packaging was found contaminated. There was a black and brown residue in the sterile packaging and the bag was also not vacuum sealed like other implants. It seemed like there were holes in the packaging. Surgery was delayed by a couple minutes. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned product/photographs provided confirmed there is debris inside the sterile packaging which is consistent with the appearance of porous coating. Additional evaluation of the returned product/provided photos identified damage to the sterile packaging (pouch). Sterility is considered compromised. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. The condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. The reported event has been confirmed by evaluation of the returned product and provided photos. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.